Event description:
Boston scientific received information that during a routine follow up the right ventricular (rv) lead exhibited many episodes of noise and oversensing. A lead revision was performed and insulation damage was observed five centimeters proximal to the conductor coil. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage, including, insulation abrasion through to the rate sense lumen and webbing between the rate sense and distal high voltage lumens. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the associated device case or another lead. The reported noise and oversensing is likely the result of the lead damage observed by the laboratory.